Manufacturer narrative:
(B)(4).

Event description:
It was reported that chest x-ray revealed that that atrial lead had dislodged. The lead was repositioned and remained implanted. There were no adverse consequences to the patient.